Event description:
Consumer's mother alleges that there are issues with the chair. Joystick is not working, oil is leaking on the floor, motor quits; it keeps going, then stopping and turning off. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 1 year 4 months old. The user manual part number 1143190 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (b)(46 male (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.